Event description:
The catheter was no longer able to deflect. It worked properly to start and then could no longer be manipulated to deflect. The catheter was replaced with a new catheter. No harm came to patient. This was a very complex procedure that took 3 times longer than the regular svtablation procedure. Radiofrequency ablation was performed at 250 sites in the left atrium, coronary sinus and right atrium.